Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the day before he called due to a crimped infusion set cannula. The customer was in intensive care unit. Customer's blood glucose level went up to 488 mg/dl. The cause of his high blood glucose level was due to a bent infusion set cannula. While he was in the hospital they took him off the insulin pump. The device was not returned.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test at 0.08730 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device had minor scratched display window, cracked display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and a stained end cap sticker. The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2016.